Manufacturer narrative:
Investigation summary four photos received by our quality team for investigation. Upon visual evaluation, primary packaging can be seen and a syringe with a needle assembled on one of the sides is displayed. Unable to confirm failure reported from the images, physical samples are necessary to further analyze and conduct a thorough investigation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. Was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that the needle's hub is broken, and it was detected when leakage test is performed. Then, the other syringes in package were verified (5 syringes with needle), and other syringes were detected with the same conditions. The first same needle hub cracked/damaged for batch 1159655.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 07-dec-2022. H6: investigation summary: four photos received by our quality team for investigation. Upon visual evaluation, primary packaging can be seen and a syringe with a needle assembled on one of the sides is displayed. Unable to confirm failure reported from the images. Additionally, two syringe samples received, the hub has slight superficial marks which are part of the process of molding the hub, it does not affect its functionality. Leak test was performed, no leakage observed, no other defects or issues observed, cracked barrel is not observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl. Was broken. The following information was provided by the initial reporter, translated from spanish to english: the customer reports that the needle's hub is broken, and it was detected when leakage test is performed. Then, the other syringes in package were verified (5 syringes with needle), and other syringes were detected with the same conditions. The first same needle hub cracked/damaged for batch 1159655 (pictures attached).